Manufacturer narrative:
The meter was returned for investigation. The returned meter was measured with the retention test strips 60942010 in comparison to the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor 1 hct: 43%, donor 2 hct: 40%. Testing results: donor #1: retention meter and master lot strips: 4.0 inr , returned meter and retention strips: 3.9 inr. Donor #2: retention meter and master lot strips: 3.0 inr, returned meter and retention strips: 2.9 inr . All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Returned customer material and retention material complies with specification.

Manufacturer narrative:
Occupation is patient/consumer. The test strips were requested for investigation. The product has not been returned. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 12:30 pm, the meter result was 2.1 inr. At 4:30 pm, the meter result was 4.2 inr. At 4:30 pm, the result from a professional coaguchek xs meter with unknown serial number was 5.0 inr. The customer's warfarin dose was held based on this result. Customer's therapeutic range is 2.5-3.5 inr.